Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. International UDI : (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported primary alarm failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.